Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "up" and "bolus" buttons were found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "up" and "bolus" buttons were found to be intermittently responding. There was no damage observed to the keypad. The keypad was removed and contamination was observed under the button contacts. The bolus button was removed and moisture was observed on the button. Unrelated to the event the display was found to be dim, the display lens was found to be cracked and moisture contamination was observed inside the pump. The vibration motor was found to be inoperable due to the moisture. (B)(6).